Event description:
It was reported to boston scientific corporation that a resolution clip device was to be used during a procedure. According to the complainant, the clip assembly was bound in the oversheath. Reportedly, the blue sheath grip was not useful in exposing the clip; "unable to tread [the blue piece] down." The procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed reportable based on the following preliminary evaluation finding; oversheath cut.

Manufacturer narrative:
(B)(4). The complaint device has been received by the manufacturer; however, the failure analysis is still being performed. Preliminary findings revealed that the oversheath was cut. Therefore, this event is now considered MDR-reportable. A supplemental medwatch will be submitted once the final device analysis has been performed and the complaint investigation has been approved.

Event description:
It was reported to boston scientific corporation that a resolution clip device was to be used during a procedure. According to the complainant, the clip assembly was bound in the oversheath. Reportedly, the blue sheath grip was not useful in exposing the clip; "unable to tread [the blue piece] down". The procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed reportable based on the following preliminary evaluation finding; oversheath cut.

Manufacturer narrative:
A visual examination found that approximately 5mm of the oversheath returned, but it was removed from the resolution clip coil. The blue sheath grip was attached to the received section of oversheath. Although the oversheath returned with what the evaluation described as being a "cut" in the material, no further defects were visible; the investigation concluded that oversheath was "not torn or bunched or accordioned". Further analysis revealed that the clip assembly remained attached to the control wire. When actuated, the prongs were able to be opened to approximately 11mm. Additionally, the clip assembly was able to be deployed with no reported issues and two distinct, audible clicks. The control wire presented with a kink. The reported event of bound in sheath was not able to be confirmed due to the condition of the returned oversheath. The evaluation found that the oversheath was cut and a 5mm section returned. However, based on this observed oversheath damage, this is now considered a reportable event. However, since the specific cause of the issue cannot be identified, the most probable root cause is undeterminable. A review of the design history record (DHR) was performed; no anomalies were noted.